Event description:
It was reported by service report that the foot right side rail is not attached to the bed and the bolts are missing. It was further reported that the head right side rail is not working. There was pt involvement, however no adverse consequences are reported.